Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise. Noise was reproducible with arm movement. At explant, lead fracture was found at the clavicle level. It was noted that the patient uses a shotgun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 23.7cm to 24.5cm from the connector pin consistent with friction to the ICD can. The sensing cables were exposed at the same location. The etfe coating was abraded. The reported noise could have occurred when the metal filars of the sensing cables came into contact with the ICD can.